Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of an unruptured aneurysm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good with the new device. It was reported that it was tried to implant the pipeline with a phenom27, but the device didn´t open in the middle part. Resheating and reducing the force of the catheter didn´t help, so they removed the product and replaced it by another device (600-30). The pipeline was resheathed and removed from the patient with the microcatheter. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.